Event description:
On 03/24/2016 01:04 pm (gmt-4:00) added by (B)(6): it was reported that the ventilator failed the internal leakage and pressure transducer sub-tests during pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The inspiratory and expiratory pressure transducer printed circuit boards (pcbs) were replaced and returned for investigation. Those boards contain electronics for pressure measurement in the inspiratory and expiratory sections of the device. Simulated use testing showed that the expiratory pressure transducer pcb was faultless. The reported pre-use check failures were reproduced during test of the inspiratory pressure transducer pcb in a reference ventilator. The failures were caused by a faulty pressure sensor. Once the pressure sensor was replaced performed pre-use check passed without deviation. The cause to the pressure sensor's failure has not been determined.

Event description:
(B)(4)